Manufacturer narrative:
Date of event is estimated.

Event description:
Related manufacturer reference number: 3006705815-2021-03606. It was reported that the patient experienced ineffective therapy. Diagnostic system testing indicated multiple low impedance values. X-rays indicated lead migration and lead fracture. As a result, the patient underwent surgical intervention on (B)(6) 2021 to have their leads replaced to resolve the issue. Effective therapy was established postoperatively. It is unknown which lead was fractured, as such both leads are being reported.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.